Event description:
It was reported that the customer received a button error alarm. The customer was able to clear the alarm by pressing the esc and act buttons. The customer stated that he was not pressing any button for three minutes or longer. The customer uses (B)(6) alkaline battery. The customer's blood glucose level was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Pump received with no act button response due flattened button dome switch. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.